Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. H6) device code: 3191 - appropriate term/code not available for occlusion. Summary of investigational findings: investigation is based on event description and image review. Chronic thrombosis/occlusion was noted during image review of pr253310 (manufacturer report # 3002808486-2019-00241). No harm reported. Two poor quality images demonstrate an irregular appearance of contrast extending caudal to the ivc filters in channels, suggesting changes of chronic thrombosis of the ivc. Above the level of the ivc filter, the lumen of the ivc appears more uniform in its enhancement, suggesting it is widely patent. There is also contrast extending into vein arising from the left side of the ivc, which could represent an atretic left renal vein vs a hypertrophied left lumbar vein. The two lateral most primary filter legs perforated the ivc and another primary leg had likely fractured, since only 3 primary legs could be counted for. The secondary filter legs are clustered together in what would appear to be the middle of the collapsed/chronically partially occluded ivc. The sequence of events leading to this scenario is mostly indeterminant and it is unknown if the partial chronic ivc occlusion lead to the filter perforations and fracture, or the reverse. Importantly, the celect ivc filter was removed, as it was no longer clinically indicated. Lot# and rpn were not provided, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to the initial reporter: based on image review: chronically partially occluded ivc. Patient outcome: a primary leg remained inside the patient. The patient did not require any additional procedures due to this occurrence.